Manufacturer narrative:
This report is submitted on december 11, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Imaging (type and date not reported) found the tip of the electrode array to be folded over and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 19, 2018. (B)(4).